Event description:
Patient from cardiac or with epinephrine 2 mg/250 ml infusing at 10mcg/min (75 ml/hr). Air alarm occurred when bag and tubing empty without volume to be infused (vtbi)alarm due to vtbi being set higher than actual volume in bag. Delay in hanging new epinephrine bag already prepared in room in order to clear air from tubing. Pt experienced worsened hypotension.